Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12mar2020.

Event description:
The customer reported that the unit shuts off intermittently and alarms, however there is no error code in the event log. There was no patient involvement. Technical support provided remote assistance to the customer and advised to replace the power management printed circuit board assembly (pm pcba).

Manufacturer narrative:
G4: 18jul2020 b4: (B)(6) 2020 the replaced power management (pm) printed circuit board assembly (pcba) was returned for failure analysis. It was found that the 3.3 volt rail was slow to come up to its final value. The root cause of the reported problem was determined to be the failure of the "u11" regulator component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 25mar2020 b4: (B)(6)2020. The customer reported that replacing the power management printed circuit board assembly (pm pcba) resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.